Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed bad sensor. Customer's blood glucose was 472mg/dl at the time of incident. Troubleshooting explained alarm and advised customer to calibrate 3 to 4 times a day. Customer was also advised to change out the sensor. High blood glucose troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to a steroid injection. No further details given.